Manufacturer narrative:
Batch review performed on 14-nov-2024: lot 2416418: (B)(4) items manufactured and released on 19-jun-2024. Expiration date: 2029-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant inveolved, batch review performed on 14-nov-2024: liner: versafitcup dm 01.26.2864mhc double mobility hc liner ø 64/28 (k092265) lot 2313743: (B)(4) items manufactured and released on 28-sep-2023. Expiration date: 2028-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 month after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.